Manufacturer narrative:
The device was returned to olympus and the investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the camera head malfunctioned. Isodine adhered to the outlet and was wiped, but an error display occurred. The issue occurred at the beginning of an unspecified procedure and was completed using a similar device. There was no delay or report of patient harm.

Event description:
It was reported, the camera head malfunctioned. Isodine adhered to the outlet and was wiped, but an error display occurred. The issue occurred at the beginning of an unspecified procedure and was completed using a similar device. There was no delay or report of patient harm.

Manufacturer narrative:
The customer's allegation was confirmed. The device evaluation found dirty connectors. Based on the results of the investigation, it is likely that the following led to the malfunction: connection error occurred because the video function did not function properly due to the dirt on the connector. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.